Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that since he met with a manufacturer¿s representative (rep) about 2 weeks ago for programming, he had been experiencing shocking and little jolts. The patient reported that he had tried adjusting stimulation to a comfortable level. The patient reported that he was unable to find a level that was comfortable and helped with his pain. The patient reported that he turned it down two notched and while the shocking and jolting were bettering, he could feel the pain returning. No further complications were reported.